Event description:
The doctor wanted to put the head into the liner; then the ring into the liner; then impact the head/liner/ring into the cup. When she went to lock the ring into the liner with the instrument, it ended up pulling the entire head out of the liner, but still impacted the ring into the liner. This caused an hour and a half delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.